Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge. Tandem technical support educated customer that cartridge was labeled for use for up to 72 hours. Customer understood and acknowledged. Ultimately, the customer reverted to an alternate method of insulin therapy.